Event description:
It was reported that during a closing of jj anastomosis in roux-en-y, laparoscopic gastric bypass procedure, there were a few malformed staples formed on the outer row of the staples, in the middle of the staple line. The surgeon over sewed the staple line. Surgery was prolonged twenty minutes. There were no patient consequences. Case completed with the same stapler. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.